Event description:
Customer reported unexpected negative reactions on the echo. A patient had a negative antibody screen on the echo was positive by another method. The sample was negative for all 3 cells on the echo. The patient had a previous history of anti-s.

Manufacturer narrative:
The returned patient sample was tested on an in-house echo with retention capture-r ready screen (crrs) (3), lot r023. This lot was used by the customer on the echo. The sample exhibited positive reactivity with s+ reagent red cells. Reactivity of the of s antigen was confirmed on crrs(3), lot r023.